Manufacturer narrative:
On 3/18/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient with an unknown history had an ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray catheter was not recognized by the carto system; troubleshooting with field technician; issue relates to possibly faulty workstation. The patient was under anesthesia for 1.5 hours, vascular access was done and transseptal puncture performed when the case was cancelled. In addition during the case the patient suddenly stopped responding during the procedure, and the physician immediately sent the patient to the brain CT scan with suspicion of brain hemorrhage. Upon follow up it was stated patient stayed extra night in the hospital. Afterwards, the patient recovered fully. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the pentaray catheter. Per the event, several tests were performed. The magnetic sensor functionality was tested on carto 3 system and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30421100l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient with an unknown history had an ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray catheter was not recognized by the carto system; troubleshooting with field technician; issue relates to possibly faulty workstation. The patient was under anesthesia for 1.5 hours, vascular access was done and transseptal puncture performed when the case was cancelled. In addition during the case the patient suddenly stopped responding during the procedure, and the physician immediately sent the patient to the brain CT scan with suspicion of brain hemorrhage. Upon follow up it was stated patient stayed extra night in the hospital. Afterwards, the patient recovered fully. The inability of the device to be recognized by the carto system is not MDR-reportable. However, since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. This report is being reported for both the pentaray nav high-density mapping eco catheter. The report for the carto 3 system can be found in manufacturer report number 2029046-2021-00258.